Event description:
It was reported that during routine followup post paced t-wave oversensing was observed. Programming changes were made that resolved the oversensing. Patient was stable after the event.

Manufacturer narrative:
(B)(4).